Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that the patient was on continuous intravenous (IV) infusion of medication remodulin, and the pump spontaneously began to beep, but there was no error message displayed. It indicated that there was 14.5 ml of medication left, but upon disconnecting and inspecting the cassette, the patient found it to be completely empty. The patient tried removing the batteries, but the beeping persisted, and was even louder when the batteries were in. The patient was being administered a continuous IV dose at a rate of 44 ng/kg/min. The pump was set to deliver a continuous infusion, but the set flow rate and volume delivered were unknown. The faulty device had been replaced, as the patient had a backup device to which they were able to switch. The patient had been able to successfully continue their life-sustaining infusion. The event had been resolved with the replacement of the pump. This was the second time the patient has experienced an early depletion of the cassette, leading to concerns about potential over-medication. The patient reported feeling warm and having a headache, but no other symptoms were mentioned. This issue had not led to any patient or clinical injury.

Manufacturer narrative:
Unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.